Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, patient factors (anatomy) and procedural factors (crossing the valve over the stent) likely contributed to the malposition of the valve. In addition, no calcium in the pulmonary did not allow the valve to securely anchor. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, during a pulmonic procedure with a 29mm sapien xt, the valve was deployed too ventricular. As reported, due to the complexity of the patient's anatomy (right ventricle), and the shape and the angulation of the pre-stent (non ew product) utilized in the rvot of the patient, the case became very complex and difficulty was encountered when crossing the valve over the stent. Several attempts were made to pass the stent. A decision was made to deploy the valve. The valve landed too low and prevented the valve from anchoring in the pre-stent as there was no calcification. The case was converted to a successful open heart surgery. The pulmonary and tricuspid valve were replaced at that time. The tricuspid valve was damaged during the multiple crossing attempts. The patient is stable.

Manufacturer narrative:
The edwards sapien xt transcatheter heart valve is indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and pulmonary regurgitation moderate and/or mean rvot gradient greater than equal to 35 mmhg. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The patient's anatomy should be evaluated to prevent the risk of access that would preclude the delivery and deployment of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper anatomy assessment, including the use of echo, aortogram and CT to appropriately measure the pulmonary artery landing zone and content and/or distribution of calcium present. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Due to the complexity of the right ventricle anatomy, and the shape and the angulation of the pre-stent (non ew product) utilized in the rvot of the patient, the case became very complex and physicians were not able to make the valve cross the pre-stent. After several attempts it was decided to deploy the valve. Unfortunately, the valve landed too ventricular to offer proper functioning. The low position prevented a correct anchoring (in the pre stent, as there were no calcifications). The case was converted to a successful surgery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Common device name and product code was corrected in this report.